Event description:
Philips received a complaint on the v60 ventilator, indicating that the battery was not charging, and the battery light had been flashing. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there were no check vent alarms when in ventilation mode and the device transferred between alternating current (ac) and battery power as expected. The rse recommended to the customer to replace the battery and provided the battery part information. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 22-nov-2023, it was stated that the battery had been purchased and replaced in the device. The customer confirmed that all of the symptoms were resolved following the battery replacement. The old battery was taken to the customer purchasing department to be disposed of, so the replaced battery will not be returned for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.